Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). It was reported that they are looking to replace the ins due to device malfunction. Caller had no further information regarding the event. No further complications were reported.